Manufacturer narrative:
G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar laminopl asty spinal therapy for primary osteoporosis. Type of fracture (compression fracture). It was reported that balloon was ruptured during expansion and curette could not change the angle due to wire breakage. There was a delay of less than 60 minutes and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the event occurred during normal usage of products and no manufacturing issue suspected.